Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v332610, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported that when the patient's ins was replaced the lead was found to not be functioning as it should have been. The patient's lead was replaced. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Follow up information received from the healthcare provider (hcp) clarified that 3 of the 4 leads were not functioning, and that the quadra-polar tined lead was intact. Intra-operative impedance testing was done to determine that the lead was not functioning, and the cause found to be that the lead was located on the top left skin side of the implant and not coiled underneath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.